Event description:
It was reported that the micro sagittal saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Visually, the sockets were observed to be corroded. Upon disassembly, it was observed that the motor assembly was corroded, the tps flex assembly was damaged and the bearings were worn. The presence of a corroded motor assembly and a damaged tps flex assembly is likely to cause or contributed to the handpiece running without user activation.